Event description:
The event is reported as: the customer alleges that one extension leg of the tube was compressed. Intervention - ventilation compromised and the pt had to be re-intubated. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.